Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that six months after implant the right ventricular lead impedance was unstable. Noise was demonstrated with pocket manipulation. A revision was performed and the setscrew was tightened. The device and lead remain in use. No patient complciations have been reported as a result of this event.